Event description:
During a surgical case, after the patient had been anesthetized an ohmeda ventilator ceased to function. The anesthesiologist noticed the bellows had quit moving, and began to manually bag the patient per direction given in the device alert received from the manufacturer on 11/5/91. As per instructions the nurse assisting attempted to reset the ventilator by turning the ventilator off for 5 seconds and turning it back on. The ventilator came up with a failure code "cervo failure #6". Performance analysis was performed by manufacturer's representative on 12/13/91 with a third party witness in the form of the ohmeda anesthesia machine specialist. The ventilator performed as per manufacturer's specification with no failure codes. The problem could not be duplicated. The control modules have been removed and sent to the factory for further evaluation. Further follow-up evaluatioln will be performed on 12/23-24/91 to determine if there might be power dfisturbances in the surgery area.the patient was safely transferred to another anesthesia machine with no adverse effect and the surgery procededdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, none or unknown, mother board. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, device temporarily removed from service, none or unknown. Invalid data - on device destroyed/disposed of status.